Manufacturer narrative:
Patient age: estimated based on information noted at time of implant. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had episodes of low flow alarms. Patient felt dizzy and lightheaded with low flow and high pulsatility index (pi). The patient went to the clinic on (B)(6) 2021 with low flow alarms and a high pi. The patient's flows dropped to 2.0-2.5 and pi was anywhere from 7-11. Patient had a right heart catheterization and computed tomography which found thrombus involving proximal aspect of lvad (left ventricular assist device) outflow graft causing severe stenosis. The patient was taken for placement of vbx stent of proximal outflow graft. Pressure gradient decreased and flow improved to 4.24. Log file analysis showed a low flow on (B)(6) 2021, multiple low flow events on (B)(6) 2021 but many were not sustained long enough to activate the audible alarm and occurred when the pi was elevated. On (B)(6) 2021, 127 pi events were observed between 9:06am - 9:40pm. No additional information provided.

Event description:
The patient experienced low flows again and fluid was given.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Additionally, review of the log file data submitted by the account confirmed a low flow alarm; however a specific cause for this event could not be determined though this evaluation. The submitted controller event log files captured data on (B)(6) 2021 and (B)(6) 2021. One transient low flow hazard alarm was captured on (B)(6) 2021. Of note, pulsatility index (pi) was elevated during the alarm. No other notable events or alarms were captured. The system appeared to operate as intended for the duration of the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.